Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. One (1) photo was of the delivery note which showed the list of materials they received. The second photo showed one cap with what appears to be two small holes in the center of cap plug area but cannot be clearly seen, therefore the condition could not be confirmed. The actual sample was not provided by the customer. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective cap as all samples met specifications. Bd was unable to confirm the customer¿s indicated failure mode via evaluation of photos provided. Evaluation of the molding and assembly process revealed there are no areas identified in the manufacturing process in which two holes can be produced on the center of the plug area of the cap. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd microtainer® sst¿ tubes there was sterility issues. The following information was provided by the initial reporter: the customer stated: "the patient received in their kit your bd tube and the cap had two holes in it.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® sst¿ tubes there was sterility issues. The following information was provided by the initial reporter: the customer stated: "the patient received in their kit your bd tube and the cap had two holes in it."